Event description:
(B)(4). This spontaneous report was received from a physician via a company sales rep on (B)(6) 2008, with additional information from the physician's wife, who is (B)(6), on (B)(6) 2008. On (B)(6) 2008, the physician inquired if there had been any reported incidence of delayed and/or prolonged bruising with injectable poly-l-lactic acid (sculptra). The physician's office was contacted on (B)(6) 2008, and the (B)(6) reported that there are several pts, including herself, who developed bruising at the injection site. This report concerns the other patients; (B)(4).therapy dates, dosages, onset date of the event, and outcome, lot numbers and expiration dates for poly-l-lactic acid were not specified. No further medical information reported. Additional information for poly-l-lactic acid (sculptra) from (B)(4) dated (B)(4) 2008, received by (B)(4) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.